Event description:
Critically ill morbidly obese pt. Medical conditions required prolonged mechanical ventilation. Tracheostomy tube dislodged 2-4 cm; was connected to ventilator tubing which appeared to be lodged between the rotational unit & the mattress. Pt reqiured re-intubation. Ultimately expired (dnr).